Manufacturer narrative:
Troubleshooting was performed on the 6 year old device by the hospital staff for any loose connections and reseated all cable connectors with natus tech support. A replacement part of the pcba was sent which resolved the issue, customer confirmed. No further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light had only amber leds that were illuminating on the panel. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.